Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: during investigation, it was found that the display lens was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked display lens. This report is made based on results of investigation completed on 5/23/2017.